Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown.according to the complainant, during the procedure the basket would not close properly after capturing the stone. After removing the device from the patient it was noted that 2 pieces of the sheath broke off inside the patient. The pieces, one in the bladder and one in the ureter, were able to be retrieved successfully.there were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during the procedure the basket would not close properly after capturing the stone. After removing the device from the patient it was noted that 2 pieces of the sheath broke off inside the patient. The pieces, one in the bladder and one in the ureter, were able to be retrieved successfully. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Additional information was received on 31jan2012 indicating that the patient was "not okay." Fragments of the device broke off into the patient's right ureter and associated anatomy, requiring several attempts to retrieve all the pieces successfully. A stent was placed post procedure, resulting in subsequent hospitalization, pain and suffering. The device is no longer expected for evaluation.